Event description:
This case was reported by a lawyer via a legal claim and described the occurrence of zinc toxicity in a female pt who used super poligrip original denture adhesive cream as a denture adhesive. A physician or other health care professional has not verified this report. Co-suspect product included fixodent. In 1996, the pt began using super poligrip original and fixodent. On an unk date, the pt experienced zinc toxicity and extensive nerve damage resulting in symptoms that include numbness, tingling, burning, pain and weakness in her hands, numbness and burning in her feet, dizziness and difficulty walking. Use of super poligrip original and fixodent were continued. According to the claim, the events were profound and permanent. F/u info was rec'd on (B)(4) 2011, via medical records. On (B)(6) 2011, the pt requested zinc and copper testing due to complaints of numbness and tingling in hands/fingers/feet. The pt had neuropathy and has had shingles for six yrs. Assessment included moderate acute neuropathy and chronic posttherapeutic polyneuropathy. On (B)(6) 2011, the pt's zinc level was 1.65 (normal 0.66 to 1.10) and the copper level was 0.96 (normal 0.75 to 1.45). This case has been upgraded to medically serious by gsk.

Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).